Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited a burnt plastic distal end cover and light guide lens foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported during the device inspection, that the colonovideoscope exhibited a burnt plastic distal end cover and light guide lens foreign objects. However, additional information was received indicating that the reported issue regarding the burnt plastic distal end cover did not occur, and it was noted the device was not able to be well reprocessed due to leakage which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.